Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Alternate phone number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away while performing continuous renal replacement therapy on a prismaflex control unit. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.